Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device logs have been received for evaluation. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility: customer reported a failed leak check during initial set up. It was indicated the transfer set used had misaligned valves. No patient involvement. The user replaced the transfer set with no further issues.

Manufacturer narrative:
(B)(4). Software logs were reviewed and confirmed the leak check event. The transfer set was not returned for evaluation. No samples were returned in conjunction with this complaint, and a thorough investigation could not be performed. Therefore, the exact root cause of the reported incident could not be determined. Visual examination of a retained unit noted no visual defects. The set was vacuum leak tested per specification with passing results. A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. Based on the results of the investigation this complaint is not confirmed for valve misalignment. B. Braun will continue to investigate, trend, and monitor all complaints of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per user facility: customer reported a failed leak check during initial set up. It was indicated the transfer set used had misaligned valves. No patient involvement. The user replaced the transfer set with no further issues.